Event description:
In 2008, a clinical incident involving an arthrocare arthrowand was reported to arthrocare corporation. Following a knee arthroscopy procedure (arthrofibrollsis and partial hoffaresection), it was reported the pt sustained a semi-circular burn as from the middle of the ligamentum patellae towards lateral-dorsal, down to the middle of the lower leg, secondary fat necrosis in the area of the proximal lower leg, anterolateral right. The patient's right knee developed an intracutaneous blister immediately post-operatively. It was reported the pt may require a skin transplant. The burn was treated with flammazin bandage.

Manufacturer narrative:
Awaiting to confirm the availability of device to complete the investigation for this report and additional info regarding use of the device.